Event description:
Negative pressure wound therapy pump failure, resulting in 3 day interruption in pt's therapy. Pt's overall therapy was successful, however, there was a break in therapy time. Pump passed operational test prior to shipment to facility. Pump malfunctions: pump failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failure confirmed upon receipt back to company.